Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and had keypad anomaly. The customer's blood glucose level was over 600 mg/dl and was staying in 300 mg/dl. Customer stated that the buttons of the insulin pump are harder to push. The customer declined troubleshooting for high blood glucose event. The customer did not mention any treatments and symptoms related to high blood glucose event. Customer stated that the time clock advances. The device will be returned for analysis.